Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level and insulin was dripping out. Customer¿s blood glucose level was 51 mg/dl and 68 mg/dl. Customer experienced shaking, sweating, anxiety, mental confusion and weakness like symptoms. Customer reported that the insulin pump delivering micro basal amount of insulin. However; based on customer¿s report customer did not allege that the insulin pump was over delivering. Customer unable to exit from rewind window. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer's blood glucose level was 40 mg/dl. The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6)2019.